Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. A visual inspection of device was performed and found no indications of damage, misuse, or contamination. The reported complaint was unable to be duplicated. Ltv was tested according to service manual procedures and fio2 delivery was found to be performing to specifications. Unit also due for 2yr preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that fraction of inspired oxygen via external analyzer was much lower than the fraction of inspired oxygen that was set on the lap top ventilator 2200. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.